Event description:
On 1/9/2023, it was reported by a sales representative via email that an ar-8943h-03 locking deltoid avulsion plate distal holes were off center and appeared to be damaged. Surgeon was unable to screw the locking guide into the plate as it kept cross threading. This was discovered during a talus oats procedure on (B)(6) 2023. Additional information received on 1/9/2023: case was completed using another ar-8943h-03 locking deltoid avulsion plate.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.